Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital, (B)(6).

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The polaris imaging system was selected for use. During preparation, it was found that the touchscreen was not responsive. The procedure was not completed due to this event. No patient complications were reported.